Manufacturer narrative:
The insulin pump was received with no button response, due to corroded keypad traces. No button error alarm was noted. No frozen screen was noted. The device was also received with a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after buttons stopped working. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.